Event description:
The pt tested blood glucose on the suspect device and obtained a result of 259mg/dl. Pt then took 34 units of n insulin. Pt was admitted into the hospital with low blood glucose. A lab result in the hospital was 119mg/dl.